Manufacturer narrative:
E1: initial reporter city: (B)(6). E1: initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve the device status and additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon leaked air. The target lesion was located in the lower extremity artery. A 3.0mm x 150mm x 150cm sterling sl balloon catheter was advanced for dilatation. During the procedure, air leakage from the balloon was observed. The procedure was completed with another of same device. There were no patient complications as a result of this event. The patient remained stable following the procedure.